Event description:
A report was received that the patient experienced one non-serious episode of ventricular tachycardia which was treated by an implantable cardioverter defibrillator (ICD). The event was assessed as not related to the procedure and unlikely related to the device. The issue has resolved.